Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors which included htn, hld, chf nyha class iii with pulmonary edema, (B)(6), and ckd stage iii. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 21mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of one (1) year and four (4) months due to severe aortic stenosis and severe aortic regurgitation. The tavr procedure was performed with a 23mm edwards transcatheter heart valve. Post valve deployment, transesophageal echocardiogram demonstrated a well-seated and functioning transcatheter valve with trivial aortic regurgitation and acceptable gradients. The patient tolerated the procedure well and was transferred to the ccu. The patient was discharged home on pod #2 in good condition.